Manufacturer narrative:
Though no patient injury occurred, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr.). Therefore, this event is reportable. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a proultra endo tip # 5 separated in a patient's tooth. The separated piece was retrieved without injury.